Event description:
It was reported that during a procedure involving one nc euphora coronary balloon catheter, the stylette was difficult to remove during preparation. The device was inspected with issue noted. There was no damage noted to the packaging and there were no issues noted when removing the device from the hoop/tray. The device was subsequently advanced to the lesion in preparation for stent deployment and was inflated to nominal pressure however could not be deflated. Aspiration was attempted using a high volume (50ml) syringe however the balloon remained inflated. A snare was then used to retrieve the balloon and eventually the balloon was successfully pulled back into the guide catheter and removed with the entire system intact. The lesion being treated was located in the proximal left anterior descending (lad) artery. The lesion was pre-dilated. The device passed through a previously-deployed stent. No excessive force was used during delivery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: it was reported that during a procedure involving one nc euphora coronary balloon catheter, the stylette and sheath were difficult to remove during preparation. The sheath and stylette were removed together. There was no force used when removing the protective she ath/packaging stylette. Negative prep was performed. The lesion being treated with the nc euphora had 80% stenosis. The left main (lm) had 90% stenosis. There was a subtle stiffness/resistance noted while advancing the device to the lesion. A 20ml contrast/20ml saline concentration was used. The deflation difficulties occurred post the first balloon inflation. There were no difficulties noted during inflation of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.